Event description:
Had an MRI with magnevist approved by molina caused cerasorb dental implant cement in my lumbar spine fusion surgery to spread throughout my body and damaged my nerves severely on top of being a victim of (B)(6)hospital of (B)(6) with never FDA approved peek organic plastic l4-l5 s1 - through my back muscles plus other devices and materials in my spine, back and neck, I've had years of doctors lying to me and (B)(6) conflict of interest fraudulent phony scandalous aka doctor got worker compensation on my automobile accident. I still have his evaluation from the automobile accident report he wrote...(B)(6).